Manufacturer narrative:
As reported, an expired ventralex st mesh was inadvertently implanted into the patient. This event is confirmed as a use related error with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an umbilical hernia repair on (B)(6) 2024, an expired ventralex st mesh was implanted into the patient. The labeled expiration date on the implant is (B)(6) 2024. There was no additional medical or surgical intervention reported and there was no reported patient injury.